Event description:
A report was received that the patient was experiencing discomfort as the ipg had become too superficial. The patient underwent an ipg revision procedure. The patient was doing well post-operatively. No device malfunction was suspected.